Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The product was returned for analysis and damage to the lens was observed. Intraocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. The lens was cleaned for further evaluation. There are fractures in the optic. There is a small fracture in one of the haptic arms. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint lens is glued to the cap, scratch on the optical part. The returned iol was subject to handling. The reported damage was observed when the lens was inspected during mounting in the injector, when folding the intraocular lens. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that before an intraocular lens (iol) implant procedure, when folding the intraocular lens, the non-healthcare professional noticed that the lens was glued to the cap and not the base, and it also had a defect (scratch) on the optical part. The surgeon was advised to replace the lens with the same reference and power. There were no patient contact and no patient harm.